Event description:
On 7/18/97, a lumbar drain was inserted for a pt with a gunshot wound in the left forehead area. On 7/20/97, the lumbar drain was found to be disconnected and was reattaced. On 7/21/97, the pt developed a fever and signs and symptoms of meningitis. A csf sample was obtained from the lumbar drain, which revealed a gram negative bacilli. The lumbar drain was removed. On 7/22/97, a lumbar puncture was done to confirm meningitis; the csp was positive for acinetobacter.